Manufacturer narrative:
Date of event: unknown/not provided, but the best estimate date is between 12/09/2021 and 12/17/2021. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with an intraocular lens (iol) on (B)(6) 2021 presented with toxic anterior segment syndrome (tass) in the left eye. On (B)(6) 2021, visual acuity of the left eye was 0.8. On (B)(6) 2021, zcb00v model iol was implanted in the right eye. On (B)(6) 2021, visual acuity of the left eye was 0.5 and an anterior chamber cell was observed. The patient had pain and blurred vision. Vegamox prescription was changed to beston, rinderon, and nebanac. Account indicated that the lens remains implanted. The issue was only reported with the left eye. Additionally, it was indicated that the patient is currently recovering as there are no symptoms of tass and no health hazard to report. It was confirmed that there were no other cases of tass onset on the same day of surgery. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the code (1994) for the reported pain was inadvertently not entered in the initial MDR report. Therefore, it has been added in this supplemental MDR report. The following field was updated accordingly: section h6: health effect - clinical code: 1994. Additional information: additional information received clarified that the account did not report endophthalmitis so far. That tass may have caused inflammatory cells. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no product was received. The photos provided were evaluated. The pictures are labeled as labeled as ¿figure 1: customer provided photo¿ and ¿figure 2: customer provided photo¿, the 2 slit lamp images using retro illumination technique show a pseudophakic eye claimed to be implanted with a tecnis optiblue 1-piece iol model zcb00v, the image shows a cornea with a bluish color as well as mild haziness and some strias in the corneal internal part, most probably descemet strias. The observations may be compatible with clinical observations of mild/moderate corneal edema. The complaint issue (dc-no reported device problem, pt-medical intervention, hm-toxic anterior segment syndrome (tass), hm-blurry vision, hm-eye irritation, hm-cells in anterior chamber, and hm-pain -intervention required) was not confirmed during photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.